Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the revision surgery was scheduled to be performed on (B)(6) 2018 due to the neck breakage of the aml (date of primary surgery was unknown). No further information was provided by the hospital.

Manufacturer narrative:
(B)(4). Investigation summary ==> depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> null, device history batch ==> null, device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.